Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned for examination. A visual examination found that one strut of the valve frame was bent outwards at the outflow side. Due to the nature of the complaint, no dimensional or functional testing was performed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of frame damage was confirmed based on the evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "after exiting the esheath distal tip with the valve, it got stuck at the iliac bifurcation and could not move forward or pull backwards into the esheath. The esheath was dislocated, it came out 10cm but was still in the vessel when retrieving the valve inside the esheath, the valve could not be retracted, and it was needed to perform a cutdown to remove the devices". In this case, the patient had a tortuous and calcified anatomy. Tortuosity in the access vessel can create non-coaxial withdrawal angles. Calcification can create a constrained condition for advancement and/or withdrawal of the delivery system with a crimped valve, it can also create non-coaxial angles especially if compounded with vessel tortuosity. These previous factors can result in the distal end of the delivery system/crimped valve catching onto the sheath tip/liner, causing withdrawal difficulties and resulting in a bent strut as observed. In this case, available information suggests that patient factors (calcification, tortuosity) and procedural factors (device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in germany, during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, after exiting the esheath distal tip with the valve, the valve was stuck at the iliac bifurcation. It could not move forward or pull backward into the esheath. When retrieving the valve inside the esheath, the valve could not be retracted a cutdown was performed to remove the devices. Bleeding was observed in the iliac artery and a covered stent was implanted, after endovascular aneurysm repair to solve the bleeding. Patient demographics were unable to be obtained. As per medical opinion, the root cause of the valve being stuck in the iliac artery was due to tortuosity and calcification of the patient's vessel. A preliminary evaluation of the returned valve found that one strut of the valve frame was bent outwards at the outflow side.